Manufacturer narrative:
Device not returned for evaluation.

Event description:
An infection was identified in a patient with a catheter placed. The patient has a persistant immunocompromise and a long history of thrombotic events and infections according to the nurse reporter, even with other devic types (bd, for example). The catheter was removed and cultured. Cultures came back positive.